Manufacturer narrative:
During a previous service call, the field technician mistakenly reprogrammed the lubricant to be dispensed during the drying step of the washing program instead of during thermal disinfection, causing lubricant residue to remain on the trays. The program in the washer was edited so lubricant no longer dispenses during drying step.

Event description:
The customer complained about oily trays loaded in the sterilizers. The field service technician ran a test load in the sterilizer and found no signs of oils. It was discovered that lubricant was being dispensed during the drying step of the program in the three wd290 washers. This is report #1 of 3.